Manufacturer narrative:
Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant scheduled for (B)(6) 2018. Explant has not been confirmed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 20.5 diopter intraocular lens (iol) was implanted in the patient's operative eye. However, there is a planned explant scheduled for (B)(6) 2018, because of decreased visual acuity and a myopic surprise. Reportedly, the replacement lens will be a zct300 20.5 diopter lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.